Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Event description:
The customer reported to baxter (B)(4) of an IV tubing that is experiencing a no flow. The facility is having difficulty priming the IV tubing. They need to manipulate the clamp to initiate flow. There was no patient injury or medical intervention associated with this report. No additional information was provided.